Manufacturer narrative:
(B)(4). Recall: 3012447612-05/10/2017-001-r. The returned device was evaluated and found to not meet torque output requirements. A review of the manufacturing records did not identify any issues which would have contributed to this event. Investigation of similar reports found the cause to be a result of when applying torque to tighten the closure top with the vitality torque handle and vitality t27 final driver, the vitality t27 final driver shaft twists. This twist of the driver creates a torsional spring action on the mating parts of the t27 final driver and torque handle. The repeated spring action while applying torque damages the cam and cam lobe inside the torque handle. The damaged parts inside the torque handle result in the values of torque to go out of specification.

Event description:
During evaluation by zimmer biomet personnel, a torque limiting handle was found to output torque values outside of the acceptable performance range. Initially, it was reported that the tip of a final driver broke off during closure top torquing in surgery. The surgeon was able to successfully remove the driver tip from the patient. The closure tops and rod were removed and the wound was irrigated to ensure there was no debris left inside the wound. The procedure was completed using the shear-off style of closure tops, instead of the standard closure tops, and a replacement driver. There was no reported injury to the patient associated with this event and the patient did not retain any foreign material. As the torque limiting handle used with the driver was found to output torque values outside of the acceptable performance range, the torque limiting handle was determined to have contributed to the driver breakage.